Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history part: 03.231.005 , lot: l534780 , manufacturing site: haegendorf , release to warehouse date: 06.oct.2017 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. It was reported that during an orthopedic procedure on november 2018, the interlocking bolt was stripped and kept causing the aiming arm to fall off. This caused more time to be spent to try and line up the aiming arm. Another interlocking bolt in the set was noted to be stripped as well. Surgical delay is unknown. Patient and procedure outcomes are unknown. Investigation flow: damage: visual (appearance not as expected) . Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of post manufacturing damage in the form of stripped threads. Both the distal conical male thread and proximal male thread forms show damage, which agrees with the reported complaint condition. DHR review: the returned device was manufactured in october 2016 at haegendorf manufacturing site. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: design drawing was reviewed during this investigation. The interlocking bolt (part# 03.231.005) is a reusable instrument in the 4.5mm va-lcp curved condylar plates system. The device aids in the insertion of the condylar plate during procedures involving mutlti-fragmentary distal femur fractures. No product design issues or discrepancies were observed. Dimensional inspection: a relevant measurement of the distal conical male threads could not be achieved at cq due to the conical geometry and the post manufacturing condition of stripped threads. Conclusion: a definitive root cause for the damaged/stripped threads could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter is synthes sales representative. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic procedure in (B)(6) 2018, the interlocking bolt was stripped and kept causing the aiming arm to fall off. This caused more time to be spent to try and line up the aiming arm. Another interlocking bolt in the set was noted to be stripped as well. Surgical delay is unknown. Patient and procedure outcomes are unknown. Concomitant devices: aiming arm (part unknown, lot unknown, quantity 1). This report is for one (1) interlocking bolt. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.